Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital four days after admission. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested with sickness and abdominal pain in which the patient was hospitalized for on the same day. On an unreported date while in hospital, the patient was treated with vancomycin (dose, frequency and lot number not reported) for peritonitis. The break in aseptic technique was further described as the patient not wearing a mask when a pd exchange was performed. On an unreported date after discharging from hospital, the patient began treatment with vancomycin (1 gram, weekly 4 doses and lot number not reported) ip for peritonitis. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.